Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Blood glucose level two days prior to the call was 178 mg/dl. During troubleshooting, the insulin pump returned another no delivery alarm. No further information was provided.